Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the device has a power failure. The reported event was not confirmed. The service evaluation revealed both inflow and outflow motor are worn out and the distance between front bezel and display is too small but there was no problem found with the power.

Event description:
It was reported that the device has a power failure. This was noted after the surgery. There was no harm or adverse event for patient, operator or third party reported. No further information received.